Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap roux en-y procedure, as the device was fired, the cartridge advanced forward and popped out. Another cartridge was fired and had a mangled staple line. Another instrument was used to complete the procedure with no pt consequence.